Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual. Functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. Conclusion: it was reported that the patient was revised due to stem-head disassociation. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned to the manufacturer.

Event description:
It was reported by the patient's attorney that allegedly on (B)(6) 2010, the patient underwent right total hip arthroplasty and was implanted with an lfit cocr v40 femoral head and an accolade tmzf hip stem. It is further alleged the patient was revised on (B)(6) 2022, due to disassociation of the femoral head from the trunnion.